Event description:
Reporter alleged blood glucose measured 186 mg/dl on the customer's meter and a "low" lab measurement when testing was performed within 10 minutes of each other. It was stated customer had low glucose symptoms while at the doctors' office and on the same day customers meter read 17 mg/dl at 10:54 pm back to back with a result of 126 mg/dl performed at 10:56 pm. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.